Event description:
Pt status post uss nail implantation approximately twenty years ago was injured on the job in early 2011, pt was hit with a boom or crane. X-rays at the time of the incident showed a 1cm piece of the end of the nail was broken off, and there was a stable fracture of the trochanter. No treatment was done at that time. Pt returned to surgeon on unk date complaining of increased pain. Surgeon returned the pt to the operating room on (B)(6) 2012 for removal of broken nail fragment and repair of trochanteric non union. Pt revised to 4.5mm cortex screw and 1.7mm cable fixation.

Manufacturer narrative:
Nail implanted approximately 20 years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.